Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that PICC was placed on (B)(6) 2018 and broke on (B)(6) 2018. Patient was on ivf and antibiotic therapy when line allegedly broke. Catheter exchange was done on (B)(6) 2018. It was reported that there was no harm to the patient.